Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and verified all fluidics aspirate wash flow and dispense volumes. The cse discovered that the sample was building up at the sample port. The cse cleaned the sample port and replaced the sample syringe, tubing and plunger. Precision testing was performed for total hcg and the results were acceptable. The cause of the discordant, false negative total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur xp instrument, resulting positive both times. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative total hcg result.